Event description:
It was reported that a coil break occurred. A 15mm x 40cm interlock-35 was selected for internal iliac embolization. During the procedure, it was noted that the contrast catheter bounced back. Subsequently, during the process of withdrawing, the coil was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
The device was returned for analysis and the evaluation was completed. Visual inspection was performed, and it was observed that only the delivery wire was returned. No damages were observed in the delivery wire. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information. Based on analysis of the returned product, the reported allegations could not be confirmed, due to the returned sections passed the tests carried out in the analysis of the product.

Event description:
It was reported that a coil break occurred. A 15mm x 40cm interlock-35 was selected for internal iliac embolization. During the procedure, it was noted that the contrast catheter bounced back. Subsequently, during the process of withdrawing, the coil was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.